Event description:
It was reported that surgical intervention may be pending to address the issue.

Manufacturer narrative:
Corrected data: the patient's weight was updated from 190 pounds to 210 pounds to reflect the weight reported at the time of surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg was not set to surgery mode prior to an unrelated surgical procedure. The ipg was subsequently found to be inoperable.